Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had another lead put in their back on monday prior to the report. It was later reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The patient was waiting for the lead to settle in. The patient had a lead revision due to lead migration after the initial implant, on (B)(6). Before revision the patient was getting about 50% relief, but now with the lead revision was getting 90% relief.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the exact cause of the lead migration was not determined, other than the patient remembering that things changed after reaching to the floor for something. The patient was doing great and still had 90% relief of pain.